Event description:
It was reported that shaft hole occurred. The 70% stenosed lesion was located in the mildly tortuous and moderately calcified coronary artery. A 2.00mm x 12mm fg nc emerge balloon catheter was advanced for dilation. The balloon was inflated at 26 atmospheres for 8 seconds when the lumen of the catheter ruptured 6 inches proximal to the balloon shoulder. The balloon was removed. The procedure was completed successfully and there were no patient complications reported.